Event description:
It was reported that this pacemaker is operating in safety mode. A device replacement has been scheduled. This investigation will be updated when further information becomes available. No adverse patient effects were reported.